Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6) of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿submuscular implantation of insertable cardiac monitors improves the reliability of detection of atrial fibrillation.¿ journal of interventional cardiac electrophysiology 2015 42:2 (143-149).

Event description:
A journal article was reviewed that contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients with pocket hematomas due to the location of the icm implant; these led to an additional day of hospitalization. There were also reports of artifacts/noise seen on the electrocardiograms; as well as ¿oversensing of the electrodes.¿ the author indicated that there was a reduction in noise when the icm was placed in the ¿sub-pectoral¿ area; however, this approach was not recommended by the manufacturer. The status of the icms is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.